Manufacturer narrative:
The snowden-pencer fiberoptic light cable was returned for evaluation following the reported event. After a thorough evaluation, an exact cause of the reported burning could not be determined. The reported event could not be duplicated. The device history record (DHR) for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that the fiberoptic light cable to their light source was emitting a burning smell while being plugged into the input connector.